Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue. No patient information provided after calls (B)(6) 2019. UDI # (B)(4).

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation. There was no report of patient harm.